Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. No lot number was identified within the survey and therefore within this complaint, which is why the associated manufacturing documentation could not be reviewed. All product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. Not enough information was provided to properly complete an investigation. The root cause of this complaint could not be identified. The exact root cause for the customer¿s reported event is unknown. Additionally, complaints are reviewed and monitored at regular intervals for adverse trends. No additional actions are needed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A retrospective post-market clinical follow-up study indicated that the patient underwent a vitrectomy procedure using an ophthalmic backflush for the treatment of diabetic retinopathy, proliferative diabetic retinopathy, and diabetic macular edema. The patient experienced inflammation and mild iritis after four months of using ophthalmic backflush. The current condition of the patient's symptoms is resolved. No further follow up will be conducted.